Event description:
It was reported that during device change out, lead fracture was observed. No electrical anomalies were noted. Lead was explanted.

Manufacturer narrative:
External insulation abrasion was found at 20.5-20.8cm and 21.3-21.7cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasion was found at 7.9-8.5cm from the tip electrode. The etfe coating was intact at all locations. The observation from the field of a fracture could not be confirmed in the laboratory.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.